Manufacturer narrative:
(B)(4). The product involved in the report has not been returned. A review of the device history record is not possible as no lot number was provided. Root cause could not be determined. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). Device not returned.

Event description:
It was reported that a patient was intubated for spinal surgery then the surgery aborted for unknown reason. The patient was returned to the intensive care unit with an endotracheal tube in place. The in-line suction catheter was attached to the circuit. The following day, the patient was extubated and transferred out of the intensive care unit. Approximately 7 days after the original procedure, the patient returned to operating room for spinal surgery. After intubation, the anesthesiologist had difficulty ventilating the patient. An otolaryngologist was called to operating room and a bronchoscopy performed. It was noted that approximately 13 cm piece of the suction catheter was retrieved. The surgery was completed (spinal fusion) and the patient was taken to the intensive care unit. Additional information received on 02-feb-2016 stating that the aborted surgery was unrelated to the event. It was not noticed upon extubation or anytime if the intensive care unit that the catheter was broken. No broken piece was found. The anesthesiologist or other staff members did not notice the catheter break after intubation for the second procedure. The patient's condition is stable. Bronchoscopy was performed and the broken catheter was retrieved.